Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID :8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 16-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient reported a bad headache post implant. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be a possible csf (cerebrospinal fluid) leak. It was noted that the patient laid supine for a week and had an unsuccessful blood patch. The device system was then explanted with no plans to replace it in the future. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.